Event description:
Reporting status: death. Reporting rationale: the pt had cardiac arrest and died three years after stent implantation. Device issue: no device malfunction has been reported. It was reported via a trial that the pt was found at home unresponsive and not breathing. The paramedics were called and CPR was initiated with defibrillation twice. The pt was taken to the emergency department in pea (pulseless electrical activity) and protocol was followed; however, the pt died. This occurred three years after stent implantation. No additional event or pt info is available.